Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, d9, h3, h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that during a therapeutic nissen fundoplication procedure, activation of continuous autofocus on video system center resulted in image vibration. This vibration resolved once continuous autofocus was deactivated. At that time, significant light reflection was present. It is believed that the reflection may have prevented the system from establishing the correct focal distance, which could explain the image vibration when continuous autofocus was enabled. Following this event, an esophageal perforation occurred. The surgeon performed a suture to close the perforation. The procedure was completed with the same device with a delay less then 30 minutes.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.